Manufacturer narrative:
Manufactures investigation conclusion the reported event of a no external power and low voltage advisory alarm was confirmed via the submitted log file. The heartmate 3 system controller was not returned for returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days ((B)(6), per timestamp). Events occurring on (B)(6)2000 are default dates due to the internal controller clock resetting. Low voltage advisory alarms were active on (B)(6)2021 at 03:57:20 ¿ 04:02:10 due to the use of depleted batteries. Intermittent no external power alarms were active on (B)(6)2021 between 04:12:46 ¿ 04:18:54 due to dual power cable disconnections from battery power. The no external power alarm activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The alarm cleared when power was restored to the controller. The backup battery provided power to the system during these events. Pump operation was not affected. There were no other notable alarms. Additional information received on (B)(6)2021 stated that no patient equipment would be returned for evaluation. The root cause for the no external power alarm was unable to be conclusively determined through this analysis; however, the event is consistent with a dual disconnection of the power leads from its power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report numbers: 2916596-2021-00882 (patient death is reported on this report), 2916596-2021-00886. It was reported that the patient was found deceased in his home on (B)(6) 2021. He was found with his system controller alarming and both system controllers in his lap. It was undetermined exactly what was disconnected as the family could not differentiate between the driveline and power cables. A log file review was requested to bring to light what may have happened. No calls to the vad coordinator were made on (B)(6) 2021, and the patient had just been seen in the clinic on (B)(6) 2021 with no acute abnormalities or findings during vad interrogation. The customer stated that they found persistent low flow alarms on the patient's primary controller on (B)(6) 2021. Technical services (ts) reviewed the log file from the patient's primary controller and reported that everything appeared normal until (B)(6) 2021 at 5:01:50 when power cable disconnects, low flow, no external power, driveline disconnects, and pump off events were captured. Prior to those events, a low power advisory was captured at 4:01:50. The event file from the primary controller was normal until (B)(6) 2021 at 3:57:20 when a low power advisory was captured due to normal battery depletion. After the low power advisory between 4:00:45 and 4:18:54, the batteries were disconnected and reconnected a few times. Also during that time, both batteries were disconnected at times causing no external power events. When the no external power events occurred, the emergency backup battery (ebb) operated the system as intended. At 4:18:54 the driveline was disconnected and the pump stopped. The log file from the backup system controller shows that the driveline was never connected on the dates of (B)(6) 2021 and (B)(6) 2021. Batteries were connected and disconnected a few times between 4:02:47 and 4:18:37 on (B)(6) 2021. It was reported that the patient had a past medical history of heart failure, renal insufficiency, myocardial infarction (mi), ischemic cardiomyopathy (icm), hypertension, depression, anxiety, chronic obstructive pulmonary disease (copd), and aortic valve stenosis. The vad team was notified on (B)(6) 2021 by the funeral home that the patient expired at home. The patient's family requested that log files be downloaded and reviewed. The log files were sent to abbott on (B)(6) 2021 and revealed that all equipment was functioning appropriately. The patient's cause of death was ruled as congestive heart failure.